Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens got stuck and was delivered into the eye in a damaged condition. The lens was explanted during the original surgery session; however, as no back-up lens was available, the patient was left aphakic (without a lens). An addiitonal surgery has been scheduled for the patient to undergo iol implantation. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. The verbatim report received states that the lens got stuck. The rayone IFU "use of rayone" section "fig 7" includes the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens, against the recommendation of the IFU, may be a contributory and/or causative factor to the lens being delivered in a damaged condition into the eye. Our review of production records for the rayone emv toric rao210t batch 044240422 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 28th february 2025, rayner received notification from a healthcare facility in brazil of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the lens got stuck in the injector and was delivered into the eye broken necessitating lens explantation.